Event description:
(B)(6) received an incorrect dose of lasix via intravenous infusion. This was due to human error. The rn carrying for the pt, incorrectly programmed the infusion pump and (B)(6) received approx 1,000mg of lasix rather than the correct dose of 480mg. Labs were immediately obtained when the error was detected and were found to be in normal range, (B)(6) had taken supplemental potassium prior to the infusion. The IV pump records were examined and there were no issues with the pump, the infusion pump had been programmed incorrectly. (B)(6) was discharged from the hospital on (B)(6) 2011 and returned to a skilled nursing facility.